Manufacturer narrative:
Device is not being returned for evaluation. As reported a b-t-b graft was used and no tap was utilized. Per the devices IFU "use of a tap is recommended for bone-tendon-bone grafts. Use an appropriate size tap to pretap the insertion site prior to screw insertion. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used". A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. (B)(4).

Event description:
It was reported that during an acl repair procedure using the biosure ha 8mm x 25mm a screw was inserted in a 10mm tibial tunnel with a btb graft and when the knee was flexed the graft came out of the tunnel. The repair was completed using a 10 mm screw. It was reported that the graft was not damaged and was completely used to complete the repair. There was a procedural delay of 10 minutes. The procedure was completed using a 10mm screw.